Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the fifth complaint for the finished goods lot and third for this issue for this lot. The device history record shows the product was released per specifications. Inspection of the probe found the pneumatic open drive line to be occluded with adhesive which would prevent actuation of the probe cutter. The occlusion of the open drive line will prevent the reopening of the cutter and therefore remain in the fully shut position. The occlusion of the open drive line will render the device inoperable and would inhibit aspiration. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. An action was opened to determine a root cause and implement appropriate corrective actions for complaints of a similar nature. Quality assurance has isolated and identified the major contributor to be the curing process that occurs during the bonding phase of the tubing to the probe pneumatic ports. Corrective actions have been implemented to optimize the probe assembly process. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
On (B)(6) 2018 regulatory assessment for reporting complete. With current information, this report of probe not cutting during surgery with aspiration function unknown meets criteria for reporting based on applicable medical device regulations. (B)(6) (B)(4).

Event description:
A doctor reported that the probe failed to cut during a procedure. The aspiration function is unknown. The product was replaced and procedure completed with no patient harm.